Event description:
Device 1 of 2. Ref MFR report #: 1627487-2012-04841. The pt received two leads of the same model with different lot numbers. It was reported the pt had fallen a few months after implant, and since that time the stimulation was not effective, and he had not used the scs system for his pain. An x-ray was performed which showed the right lead had migrated downward. The pt was able to charge his ipg, and was to fully charge the ipg prior to the next appointment.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.